Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly in the delivery device. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).